Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report torn material, difficult to remove, cardiac tamponade, arterial perforation, surgical intervention, delay, and prolonged hospitalization. It was reported that this was a mitraclip procedure to functional mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was advanced to the mitral valve, and then the clip delivery system (cds) was advanced through the sgc. However, due to sleeve steering issues, the cds was retracted to be removed when it became stuck with sgc. Therefore, both the sgc and cds were removed as a single unit. After removal, the sgc tip was observed to be torn and the cds was torn at the shaft. This caused a clinically significant delay in the procedure as the patient experienced cardiac tamponade and a left arterial perforation. No clips were implanted, and mr is 4+. The patient remained hospitalized to undergo bypass surgery and pericardiocentesis for additional treatment. The patient is stable. As of (B)(6) 2020, the patient is stable. No additional information was provided.

Manufacturer narrative:
All available information was investigated and returned device analysis did not confirm the reported difficult to remove, however the return device analysis confirmed the steerable guide catheter (sgc) soft tip tear. It was also observed that the braided shaft was bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a cause for the reported failure to advance could not be determined. The reported sgc soft tip tear and bent shaft were due to procedural conditions surrounding the difficult to remove. The atrial perforation and cardiac tamponade were outcomes of difficult to remove. Both atrial perforation and cardiac tamponade are listed in the instructions for use as known possible complications associated with mitraclip procedures. The additional therapy/non-surgical treatment, delayed therapy/non-surgical treatment, hospitalization, and surgical procedure were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.